Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with unknown indication for olif. It was reported that the pituitary and two cages broke during insertion. There were no fragments of the implants or instruments remained in the patient's body. The cages explanted completely and will not be returned. The pituitary will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the product came in contact with patient.